Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the guidewire had been fractured into two sections at the joint between the hydrophilic coated distal tube and the coated proximal tube (shaft); the corewire and microcables were subsequently fractured. The combined length of the returned corewire sections indicated there was no missing material from the guidewire assembly. The guidewire was bent at multiple locations. The exposed corewire at the proximal section distal end was bent at the fracture location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the device was found to be fractured after it was removed from the patient. The device was calibrated normally and removed from the hoop during preparation. When the device was advanced into a guiding catheter about 10-20cm from the proximal end of the guiding catheter via an inserter, there was slight resistance. The device was removed and found to be fractured. The fractured part could be removed from the guiding catheter as the proximal end of the fractured part was out of the inserter. No fractured part was left in the patient. Another device was used to complete the procedure with adverse patient consequences.